Event description:
It was reported that the patient expired. The date and cause of death were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).